Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin properly. Customer's blood glucose level was 14.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor . Unable to verify possible over delivery anomaly and perform occlusion test, excessive no delivery test and displacement accuracy test due to motor error alarms. The motor was tested outside the device and passed.